Event description:
The customer's father reported a button error alarm and moisture damage after getting the insulin pump wet at an amusement park. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assembly. Unable to confirm the button error alarm due to the moisture damage.